Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted the customer to fill the tubing multiple times during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.